Event description:
It was reported that (1) lcs5 was used with hp050 during an unknown procedure. It was reported by the affiliate that the blade would not activate. Opened another device to complete the case. No adverse pt outcome.